Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues in which dexcom continuous glucose monitor (cgm) glucose readings displayed in the dexcom app but not on the ilet, and the user requested assistance reconnecting the sensor to the ilet. No adverse clinical symptoms reported. Outcomes included no alerts or alarms, no adverse events, and no effect on blood glucose levels. User support included customer support troubleshooting and user education, including toggling settings and advising a waiting period for pairing. Investigation of this case revealed a communication issue between the ilet and the dexcom transmitter consistent with intermittent bluetooth pairing or configuration, with the pump appearing functional as evidenced by continued readings in the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was user configuration and transient connectivity-related factors.